Event description:
It was reported while using the therapy cool flex catheter during an ablation procedure, the irrigation port detached. During the procedure, the physician noted a spike in impedance of 500 ohms on the non-sjm generator and the radio frequency could not be initiated. It was then noted that the irrigation port on the catheter had broken off. The procedure was completed with another cool flex catheter. There were consequences to the pt. Additional info was requested but is not available.

Manufacturer narrative:
The case occurred the week of (B)(6) 2012; however, the exact date of the event is unk. A therapy cool flex catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.